Event description:
It was reported that the insulin pump alarmed button error and had an unresponsive keypad. The blood glucose reading was 111 mg/dl. No significant events leading to the alarm were observed other than the unresponsive keypad. Advised replacement of the insulin pump. The customer stated that he got the insulin pump to work while on the call. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.